Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device presented advise revision 0. There was unknown patient involvement.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found damaged rear and front housing. During the functional testing, a defective latch, motor and old rtc battery were found. Customer reported problem was duplicated. Primary problem was found to be an old rtc battery. The rtc battery was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.